Event description:
Device was returned to zoll medical for a hardware upgrade, however during initial testing at zoll medical's technical service department, the device did not power up. There was no patient involvement in the reported malfunction.